Manufacturer narrative:
Additional information: d9, g3, h3, h6 the reported event was confirmed. The service evaluation revealed that display and pcb are defective. The most likely cause is attributed to wear and tear.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the screen of the device doesn`t work. There was no harm or adverse event for patient, operator or third party reported. This was noticed after the surgery. No further information received.